Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for type b acute aortic dissection with a false lumen rupture using gore® tag® conformable thoracic stent graft with active control system (ctag/ac). The ctag/ac was placed from zone 2, but no debranch procedure or coil embolization of the left subclavian artery (lsa) was performed. At the end of the procedure, digital subtraction angiography showed remaining blood flow into the lsa, but there was no blood leakage into the false lumen. Therefore, no treatment was given, and the patient would be followed up later. On (B)(6) 2021, the patient¿s consciousness level decreased, and he had delirium. On (B)(6) 2021, the patient underwent a computerized tomogram imaging, which did not show any findings of cerebral infarction. However, his delirium was aggravated. On (B)(6) 2021, a magnetic resonance imaging was performed, and multiple cerebral infarctions were noted. Considering a possibility that thrombi from the lsa caused the cerebral infarctions, the physician performed a coil embolization of the lsa. After the procedure, no further decrease of the consciousness level was observed. The reporting physician commented as follows: during the coil embolization, an angiography showed a thrombus mass at the origin of the lsa. Thrombi might have moved into the brain due to the remaining blood flow into the lsa. Therefore, the embolization of the lsa should have been done at the initial procedure.